Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer decline troubleshooting and will continue to use pump. No further information was provided. There was no adverse impact to the customers blood glucose level.